Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. No unexpected resetting or powering off noted during testing. The motor operated at the normal speed during testing. No motor anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 166 mg/dl at the time of incident. The customer stated that the insulin pump went blank but it turned back on after resetting. The customer stated that before and after they loaded the reservoir and pressed act to prime the insulin squirted out and the motor went fast. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.